Event description:
It was reported that since the patient¿s second reprogramming session they had been experiencing intermittent right arm pulling up and stiffness. The patient could not correlate it with any activities or movement. The patient was seen in the clinic on the day prior to the date of this report for their 3rd reprogramming session. Impedance measurements were normal limits and had been checked a 3.0v and both therapy and electrode were done. The patient had experienced the right arm pulling and stiffness, contracted during therapy impedance check. The patient was programmed at left ventral intermediate nucleus c+0-, 3.3v, 90pw, 130 hz, 1653 ohms and 2.035ma. The right ventral intermediate nucleus was c+10-, 1.5v, 130 pw, 130 hz, 978 ohms and 1.545ma. The cause of the event was unknown. Stimulator was off until further notice from the healthcare professional. The patient was an essential tremor patient. The patient was having involuntary arm contractions 2-3 times a day and then it would go away on its own but the contractions did not occur when stimulation was off. Stimulation had been off since (B)(6) 2015. The arm contractions had started after being reprogrammed and having the amplitude changed from 3v to 3.3v, 90us, 130hz. Thesetting had been increased because the patient was not having good tremor control. No other settings or electrodes were changed. The contractions were painful for the patient because the patient had a rotator cuff tear on the right side and the patient did not have the ability to change their voltage on the programmer. Contractions had occurred while the patient was driving. They had been using electrode 1 because the patient got paresthesia¿s when using other electrodes. They were concerned the implantable neurostimulator (ins) was not putting out energy consistently given that the patient was having an intermittent symptom of arm contractions since the patient usually saw side effects of a chronic/constant nature when they were occurring from the deep brain stimulator. The healthcare professional had not had any indication that the ins was not putting out energy consistently prior to the amplitude change and the healthcare professional had not thought lead position was an issue. The patient had originally been getting good tremor control at low voltage, starting at 1v and it had gotten better at 1.5v. They had gone as high as 2v in (B)(6) 2014 and had stopped there. The patient had complained of having more difficulty holding a cup, writing and etc.; which was why the voltage had been increased to 2v. On (B)(6) 2015 the voltage was increased to 3.3v with no other settings changes and then stimulation was shut off on (B)(6) 2015 due to the arm contractions. Stimulation was still off and tremor was a lot worse. The patient¿s shoulder was feeling much better since stimulation was turned off. Patient was getting benefit from the deep brain stimulator but not as much benefit as the patient wanted. A head MRI was suggested to check lead location due to the possibility of higher voltage and lead location could be creating a motor response in the patient. The cause of the event was not determined. Since the symptom was erratic, no change in parameters could explain it. The patient was only better because the device was off. Something was causing episodic involuntary contractions so there was more going on than just a voltage that was too high.

Manufacturer narrative:
Analysis of the neurostimulator, (B)(4), found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va005vq, implanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# va005vq, implanted: (B)(6) 2012, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient had experienced shocking a couple of times a week. The device was explanted and replaced. The ins had been used within the patient for therapy/treatment. There was no patient death and no patient injury. The outcome was resolved without sequelae. The reason for removal of the implantable neurostimulator (ins) was not normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va005vq, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va005vq, implanted: (B)(6) 2012, product type :lead. Product ID: 37642, serial# (B)(4) product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).